Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 854 mg/dl. Reportedly, the cause was the customer was using "bad" insulin. The customer went to the emergency room and was subsequently hospitalized. Customer was unable to specify treatment received. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.